Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge and used cold insulin. Tandem technical support educated the customer regarding the loading process. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.